Event description:
In addition, the customer reported observing insulin leaking out of the septum when filling a new cartridge. Reportedly, the customer reloaded the cartridge successfully and resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported an elevated blood glucose (bg) level of 293 mg/dl. To address the bg level, the customer increased the temporary basal rate and delivered a bolus with the pump. System check was performed with tandem technical support and showed that the pump was performing as intended.